Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the fmc cassette and the adverse events of peritonitis (characterized by abdominal pain and cloudy effluent fluid), which required antibiotic therapy and eventual transition to hd therapy. Causality was attributed to a touch contamination event involving poor hand hygiene. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device and/or product(s) failed to meet user expectation or manufacturer specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
On (B)(6) 2021, fresenius became aware (via a customer experience survey) this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with a serious infection (peritonitis or catheter infection). No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis unit on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal vancomycin every other day and ceftazidime daily (duration, dosages unknown). The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis, and the patient¿s ceftazidime was discontinued. A repeat peritoneal effluent cell count on (B)(6) 2021 revealed the patient¿s white blood cell count was still elevated (value unknown). The patient was sent to a local outpatient access clinic, where his pd catheter (not a fresenius product) was surgically removed and a hemodialysis (hd) catheter (not a fresenius product was surgically placed. The patient was transitioned to outpatient hd on (B)(6) 2021 where he completed his antibiotics intravenously. The patient has recovered from the events and continues to undergo outpatient hd for rrt. The pdrn attributed causality to a touch contamination event due to poor hand hygiene. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
On (B)(6) 2021, fresenius became aware (via a customer experience survey) this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with a serious infection (peritonitis or catheter infection). No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis unit on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal vancomycin every other day and ceftazidime daily (duration, dosages unknown). The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis, and the patient¿s ceftazidime was discontinued. A repeat peritoneal effluent cell count on (B)(6) 2021 revealed the patient¿s white blood cell count was still elevated (value unknown). The patient was sent to a local outpatient access clinic, where his pd catheter (not a fresenius product) was surgically removed and a hemodialysis (hd) catheter (not a fresenius product was surgically placed. The patient was transitioned to outpatient hd on (B)(6) 2021 where he completed his antibiotics intravenously. The patient has recovered from the events and continues to undergo outpatient hd for rrt. The pdrn attributed causality to a touch contamination event due to poor hand hygiene. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.